Manufacturer narrative:
Section a1, g3: correction. Section d4: the heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer's investigation conclusion: a specific cause for the reported respiratory syncytial virus could not conclusively be determined through this evaluation. A specific cause for the reported cardiac arrhythmia cannot be conclusively determined through this investigation. The patient presented to the center on (B)(6) 2018 with complaints of nausea, vomiting, and diarrhea for the past two days, as well as rhinorrhea, sore throat, cough with clear sputum, and mild abdominal pain. Upon arrival, it was noted that the patient had a respiratory syncytial virus (rsv) and was experiencing atrial fibrillation with a rapid ventricular rate. The center believed that the atrial fibrillation was likely due to the rsv and would improve with support care for the rsv. As a result, the patient received parenteral antibiotics/supportive care for the infection and no treatment for the cardiac arrhythmia. The patient¿s amiodarone was discontinued, and they remained ongoing on their metoprolol succinate regimen. The event reportedly resolved on (B)(6) 2018 and the patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until they received a heart transplant (refer to MFR # 2916596-2019-03729). The heartmate 3 lvas IFU lists infection and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was hospitalized due to complaints of nausea, vomiting, and diarrhea. The patient was noted to be in atril fibrillation and atypical aflutter rapid ventricular rate. The site reported the arrhythmia was likely infection/sepsis related. No further information was reported.